Event description:
A customer reported that the touchscreen of their pump was "fuzzy and glitching" during operation. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.